Event description:
It was reported that after a diagnostic catheterization procedure, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, when the device was removed, the suture became caught up on subcutaneous tissue, and the suture could not be used for arteriotomy closure. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned proglide device revealed that the whole monofilament was returned loose and there was a knot formed with some tissue-like material caught on the suture bight/loop. This is consistent with successful needle deployment and suture retrieval. Based on the results of the investigation, the suture was pulled out from the artery. The probable cause for the suture being pulled out of the artery is not enough tissue captured, device was deployed outside the artery, or the operator applied excessive pressure on the suture while attempting to advance the knot. Therefore, the probable root cause for the suture being pulled out of the artery is related to the operational context in which the device was deployed. A review of the lot history record for the reported lot did not reveal any nonconforming material report associated with this lot. A query of the complaint-handling database was performed and there has been no other incidents reported for device operates differently than expected. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.